Manufacturer narrative:
(B)(4). Complaint conclusion: the device was returned for analysis. The proximal section with the articulating junction of the coil was undamaged. The mid-section of the coil had been stretched. The circumstances of how and when this unreported coil damage occurred cannot be determined. The distal section of the coil with the ball tip is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and the damaged edges have been raised above the surface plane. The locking mechanism had compression and stretching damage. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported resistance between the micrusphere and unspecified microcatheter could not be determined based on the condition of the returned device and without return of the involved microcatheter. The timing and cause of the damage to the actual microcoil could not be determined. The most likely root cause of the `coils inability to be advanced at the proximal portion of unspecified microcatheter¿ may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused a portion of the coil damage and prevented the coil form advancing into the proximal end of the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
As reported by a healthcare professional, during coil embolization of a 10mm x 8.6mm x 7.9mm basilar artery aneurysm, the micrusphere coil (sph10092520/f64655) could not advance at the proximal portion of unspecified microcatheter, and when product was returned for analysis, the coil was stretched. It was unknown if the coil was damaged during the procedure. They exchanged the device for a competitor&#62688;coil to complete the procedure using the same microcatheter. There had been no difficulty removing the coil from the microcatheter. A continuous flush was maintained through the microcatheter, and the microcatheter did not appear damaged. There was no report of patient injury and no clinically significant delay in the procedure.